Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness. It was unclear if the itchiness was caused by the lifevest or dialysis. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency room and was prescribed hydroxyzine tamale for the itchiness. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.